Manufacturer narrative:
Product analysis: kinks were evident to the hypotube. Kinks and deformation were evident to distal shaft. A kink was evident to the stent. The device passed negative prep. An attempt was made to pressurize the balloon, however it is not possible to inflate due to the deformation to the shaft. No leaks were observed on the shaft. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent passed through with no issues and was positioned correctly, however when an attempt was made to inflate the balloon nothing happened. The stent catheter was removed from the patient and it was noted that there was a hole approximately 15cm before the stent. Lot number provided. Image analysis: one image was received for analysis. The image depicts a resolute onyx shelf carton with non-english writing on the front. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a resolute onyx stent, the stent balloon could not be inflated, and the shaft was leaking, leading to inflation difficulties. The event occurred during stent deployment. No patient complications have been reported as a result of this event.